Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up, and upon interrogation it was confirmed that the patient¿s implantable cardioverter defibrillator was in backup vvi mode due to frequent charging caused by charge time out. Physician noted that the device was having frequent charge time out due to ventricular tachycardia storm causing frequent charging and resulting in a sharp decline in the battery longevity. Programming changes were completed successfully. Patient condition was stable.